Event description:
The manufacturer received information indicating a patient expired when battery power depleted while in use. Allegation the device did not alarm when the batteries became depleted. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every key press, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported date of the event, (B)(6) 2020, ac power was disconnected from the device at 10:35:47 utc. At this time, the device was operating on battery power. At 13:54:18 utc, the device sounded a medium priority internal battery alarm indicating the internal battery had approximately 20 minutes of run time remaining. This alarm was acknowledged as evidenced by an alarm silence/reset key press. At 14:08:19 utc, the device sounded a high priority internal battery alarm indicating the internal battery had approximately 10 minutes of run time remaining. This alarm was not acknowledged as evidenced by no alarm silence/reset key press. At 14:19:22 utc the device powered off due to depleted batteries. The device was powered on at 14:33:34 utc. The device continued to alarm for depleted batteries until it was powered off at 14:50:03 utc. There was no further activity with the device until (B)(6) 2020. The manufacturer concludes the device operated and alarmed as designed.